Manufacturer narrative:
Upon completion of the investigation it was noted that the pump was not returned for investigation. The transaction logs indicated and confirm a discrepancy flow rate between the volume that has left the pump and the volume calculated based on the programmed flow rate. The root cause for the discrepancy could not be determined. A review of the device history records indicate that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further field action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
Affiliate reported that the pump delivered more medication than expected, however it was noted that the patient was not feeling the benefit of the medication. The patient is being monitored.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.